Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. Device evaluation: the lens was not returned for evaluation as it was discarded by the surgery center. The reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed two additional investigations for this production order (po) were performed. Results revealed no product deficiency identified in either investigation, and the reported issues are unrelated to this complaint. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.5 diopter intraocular lens (iol) was implanted in the patient's left eye and would not center. The capsule tore and started to collapse back. The lens was cut in half and removed and replaced with a model ar40e 19.5 diopter lens during the same procedure. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).